Event description:
It was reported that patient was charging the ipg everyday. The patient underwent an ipg replacement procedure for an MRI compatible one.

Event description:
It was reported that patient was charging the ipg everyday. The patient underwent an ipg replacement procedure for an MRI compatible one. Additional information was received that patient was doing well postoperatively and the explanted ipg was not returned.